Event description:
A 2.50mm diameter x 30 mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a highly calcified, circumflex lesion, which exhibited approx 80% stenosis. It is reported that the stent became stuck between the guide catheter and the left main. It is reported that the physician was then unable to advance or retreat the device. Finally, the full sys-guide catheter, guide wire and the endeavor resolute rx stent delivery system- were pulled back to the femoral artery. The endeavor resolute rx drug-eluting stent dislodged from the delivery sys in the femoral and remains in the body. The stent delivery sys was successfully removed from the body. It is reported that the physician suspected that one of the stent struts was protruding, and that this caused the stent to become stuck between the guide catheter and the coronaries.

Manufacturer narrative:
(B)(4). Eval method: (x-ray, fluoroscopy, ivus, CT, MRI, etc.). Results and conclusion: (highly calcified with 80% stenosis). Stent embolism, failure to deliver stent, stent deformation. Other: it was not possible to view stent strut damage.